Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s device was explanted because she needed an MRI. There was no patient injury and the patient resolved without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: extension: product ID 3550-39, lot# n304517, implanted: (B)(6) 2011. Product type: accessory: product ID 355531, lot# n299787, implanted: (B)(6) 2011. Product type: screening device: product ID 37092, lot# 299270002, implanted: (B)(6) 2011. Product type: accessory: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.